Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. Section d4: is not applicable with the exception of serial number as the device is manufactured by prescription. Section d6-d7: is not applicable as the device is manufactured by prescription and not implantable. This complaint will be kept on record for tracking and trending purposes.

Event description:
It was reported that the patient experienced thrush (per provider)had a reaction to the tapiii that was issued. It is unknown when the device was issued to the patient (sometime in february). However, the reaction was noted 3-10-23. The patient states "taste buds raised like a strawberry, it was very painful, and I experienced a "burning sensation" which made it feel scorched and unable to tolerate food or drink." The device was discontinued (B)(6) 2023. The patient required seven weeks of treatment with magic mouthwash, triamcinolone, and a round of nystatin for the thrush. The patient has a medical history of rheumatoid arthritis, gerd, and hypertension. For these the patient takes methotrexate, embrel, losartan, lipitor, protonix, celebrex and carafate. With regards to the device: it is unknown if or how it was treated prior to delivery. But the patient used a denture cleaner (as directed).